Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on the date of report, her son experienced an event. He felt sick and went to the nurse's office. The patient's mother reported his fingerstick reading was 428 and that he reported the receiver had been displaying "???" For the previous three hours. The system only reports values between 40 and 400 mg/dl. The nurse could not give insulin due to the patient wearing a pump. The nurse had no intervention besides asking the patient to lie down and calling the patient's mother. The dad went to the school, overrode the pump, and gave the patient insulin. After that the patient laid down until his blood glucose went down. At the time of her call to technical support, the patient's mother reported that her son was in fine condition.